Event description:
It was reported to philips that the system gave a remote alert indicating an error in the geometry segment controller, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.